Manufacturer narrative:
Failure analysis found the primary failure of dislodged nose cover to be related to the customer reported complaint. For clarification, the monopolar curved scissors instrument was found to have a dislodged nose cover. The nose cover was returned with the instrument. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a cracked chassis. The location of the cracks is around the nose cover area. Also, the instrument was found to have a broken tube adapter at the distal end. A piece approximately 0.108" x 0.068" in size was missing and not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument gray piece on the instrument broke off and was taped to side of instrument for return. The procedure was completed with no reported injury.